Event description:
It was reported that on (B)(6), 2014, the patient was admitted to ICU with acute and chronic respiratory failure. An anchorfast device was applied and was in use for approximately 72 hours. The patient was being positioned for a bath when the staff heard a snap. They did not see the breakage at the time that it occurred but they observed that the notched are on the clamp closest to the track had snapped and the device separated. The patient self extubated and required reintubation which was completed with no change in patient status or desaturation. The hospital did not know whether excessive torque may have been applied during the patient repositioning process.

Manufacturer narrative:
The hospital was unable to provide information as to whether excessive force may have been applied during the patient repositioning for the bath. Hollister will continue to evaluate the performance of the anchorfast device in our post market surveillance system.